Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Event description:
An impella cp was inserted via the left femoral artery in a 60-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient¿s comorbidities were not reported. During impella cp support, the patient was noted to have red-tinged urine and laboratory findings consistent with hemolysis. Intravenous fluids were administered, and device position was verified. Due to arterial vasospasm, the clinical team was unable to place an arterial line or pulmonary artery catheter. Subsequently, the patient¿s family elected to withdraw care. An autopsy was planned, and therefore the impella cp device remained in place at the time of death. The patient¿s death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction with cardiogenic shock (scai stage e) and overall critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.